Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge, resumed insulin delivery without further issue.